Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported using the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced cramping, shaking, foaming at the mouth, a seizure, and loss of consciousness. They contacted a healthcare professional who obtained a blood glucose reading of 79 mg/dl from the healthcare professional meter. No treatment was rendered for the reported issue. There was no report of death or permanent impairment associated with this event. A sensor result of 196 mg/ dl was compared to a healthcare meter reading of 79 mg/ dl, and the results, when plotted on a parkes grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A high glucose reading issue was reported using the abbott diabetes care (adc) device. The customer received unspecified higher sensor scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced cramping, shaking, foaming at the mouth, a seizure, and loss of consciousness. They contacted a healthcare professional who obtained a blood glucose reading of 79 mg/dl from the healthcare professional meter. No treatment was rendered for the reported issue. There was no report of death or permanent impairment associated with this event. A sensor result of 196 mg/ dl was compared to a healthcare meter reading of 79 mg/ dl, and the results, when plotted on a parkes grid, fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.